Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported via mw5096457 that a female patient underwent a breast surgery with two unknown mentor gel implants and suffered several unexplained systemic symptoms, including fatigue, brain fog, vertigo, heart palpitations, hair loss, weight gain, joint pain, swollen nipple, anxiety, depression, back pain, and inflammation. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. The date of implant was estimated as (B)(6) 2010 based on available information. This report is for the left-sided prosthesis.